Event description:
Initial breast implant in 1988 using dow corning silicone gel filled implant. Developed significant fatigue, low grade fever and swelling around the face. Per section f10, pt apparently developed capsular contracture.